Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 300 mg/dl, disconnected the ilet, administered 7 units of subcutaneous insulin via pen, and later reconnected after a full set change that included confirmation of drops at the infusion site, cannula fill, and resumption of insulin delivery, with a subsequent blood glucose of 211 mg/dl. Symptoms included elevated blood glucose. Outcomes included the need for user intervention and device troubleshooting without alerts or alarms and without hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed an unclear cause of the hyperglycemia. It was concluded that the cause of the event could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.